Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: the tube was changed and re-cleaned when the issue that the tube was damaged was noticed, it is possible that the scope was cleaned with the damaged tube and used on patient before noticed. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. The tube was changed and re-cleaned when the issue that the tube was damaged was noticed, it is possible that the scope was cleaned with the damaged tube and used on patient before noticed.

Event description:
It was reported that the subject device had a cleaning defect. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a cleaning defect. The issue occurred during reprocessing. There were no reports of patient involvement.